Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, after being transferred to the hospital, a head computerized tomography (CT) scan revealed that the patient had a cerebral hemorrhage in their occipital lobes. A craniotomy was performed to remove the hematoma and the patient is under intensive care unit (ICU) management. The patient was removed from the respirator, and their level of consciousness was recovering. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was discharged from the hospital on april 12. The part of the skull that was removed during craniotomy was not restored, and the patient is living with the headgear attached.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event and sections have been updated. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary:(B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that leading up to the hospitalization the patient began acting unusual with right sided paralysis, and was brought to the hospital. Upon evaluation, a head CT demonstrated an acute subdural hematoma, subcortical hemorrhage, and a midline shift. The patient's glasgow coma scale (gcs) was normal and the patient was able to communicate. A neurosurgeon was consulted and anticoagulants were reversed with medication. The patient was transferred to a different hospital and upon arrival a repeat head CT showed worsening of median deflection and increasing size of the bleeds. A craniotomy for hematoma evacuation and external decompression was performed. The patient was recovering and participating in rehabilitation.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains in use. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the information available, the device may have caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.